Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 36 and 48 hours on the infusion site (leg), as treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device was received with the exposed portion of the soft cannula torn, the bottom housing cracked, and the bottom housing vent damaged. It could not be determined when or how these damages occurred, all attempts to retrieve data from the pod were unsuccessful. Without the data, it could not be determined if a hazard alarm occurred during operation. During investigation the bottom and middle batteries were found to have insufficient voltage. Because the pod was unable to communicate with a master pdm, smc could not be measured.